Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 475 mg/dl to "high" on pump; a specific value was not provided, with high ketones that were not identified as dangerous by a healthcare provider. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.